Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is 1 of 5 submitted for this complaint (article). Reference mfg. Report numbers: 2015691-2020-11043, 2015691-2020-11044 and 2015691-2020-11045, and 2015691-2020-11046.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien, sapien xt, and sapien 3: p110021, p130009, and p140031. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, despite investigational attempts, additional information was unable to be obtained. Therefore, the exact event details and root cause could not be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: joelle kefer, f. M. (2020). Re-sheathing of self-expanding bioprosthesis: impact on procedural results, clinical outcome and prosthetic valve durability after transcatheter aortic valve implantation. Ijc heart & vasulature.

Event description:
A single-center study was published in a european journal article ¿re-sheathing of self-expanding bioprosthesis: impact on procedural results, clinical outcome and prosthetic valve durability after transcatheter aortic valve implantation¿. There were 346 consecutive patients who underwent a transfemoral tavi in the institution since january 2008. Of those patients 176 received a balloon-expanding valve (bev), sapien, sapien xt and sapien 3. All consecutive patients had severe aortic stenosis and underwent a tavi after heart-team discussions in the institution and were prospectively included in the study. One patient needed a second valve, three patients experienced a stroke, one patient experienced a myocardial infarction, seven patients experienced major vascular complications, and twelve patients experienced an unknown conduction disorder requiring a permanent pacemaker (ppm). This complaint represents the one patient who needed a second valve.